Event description:
It was reported that during a preparation of port placement procedure, the device had no information on the paper packaging on the back, only written on the labels. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned. However, two electronic photos were provided for review. The first photo shows a sealed tray with product label on the top which contains the product details (lot#: rejn3098 and material#: 0602680). The second photo shows the peelable tyvek label of the tray which is noted to be blank without any information. The manufacturing evaluation site states, the components inside were observed through the transparent part of the tray, the components did not appear to be affected, the tray appeared to be sealed, the review of the image (2) showed the front of the tray, it was observed that there was no information label. A closer view showed light adhesive residue across the entire length of the lid label. Therefore, the investigation is confirmed for the reported missing information and incomplete or missing packaging issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, the device had no information on the paper packaging on the back, only written on the labels. There was no patient contact.